Event description:
It was reported when using the bd vacutainer® push button blood collection set reported that green & blue butterfly push button needles spray tiny blood droplets when the push button safety is activated. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that 367344_3061934 leaking."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set reported that green & blue butterfly push button needles spray tiny blood droplets when the push button safety is activated. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that (B)(6)leaking."

Manufacturer narrative:
H.6. Investigation summary: material #: 367344 lot/batch #: 3061934 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and it shows the product packaging. Additionally, 30 retention samples from bd inventory were evaluated by functional draw testing and retraction testing and no issues were observed relating to leakage / splatter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.